Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two posterior paks were returned and visually inspected. The pos 3 ID tab of the pinch plate of both cassettes were broken off. When each cassette was inserted into the console, the cassette was recognized as posterior cassette. The samples were tested using the console. The sample primed and passed intraocular pressure (iop) calibration successfully. However, during fluidic air exchange (fa/x) function, fluid (instead of air) flowed to the infusion cannula line. There was no fluid from the low-pressure air source (lpas) port of the cassettes to the infusion cannula line. The investigation identified several potential factors that caused or contributed to broken ID tab. These include procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited area on the identification (ID) tab. Although the console recognized the cassettes as a posterior type, the broken ID tabs caused the console not to toggle the fluid and air valve. As the result, the valve on the lpas port for the air source remains in close position, while the valve in the fluid port was in the open position to allow fluid to flow during fa/x test. Action was taken to determine root cause and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported fluid to air and machine could not produce air. The cassettes were failing to go to air when needed during surgery. The surgery was completed. The procedure type was unknown. There was no specific impact to the patient.